Manufacturer narrative:
Concomitant continued: 407645 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post pace. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.